Manufacturer narrative:
Internal risk assessment (hhe) determined that this malfunction did not meet the requirements of a mandatory reportable adverse event per 21 cfr803.50, but the firm wishes to report the malfunction.

Event description:
Osteotomy malunion. X-ray indicates a broken locking screw. Surgeon feelings about factors contributing to the non-union include inadequate compression at the it osteotomy site and, perhaps, insufficient bone graft. At no time has pt had any pain. He is currently walking with no assistive devices and continues to have no symptoms. The surgeon has decided to utilize a bone growth stimulator and re-assess in 3 months.